Manufacturer narrative:
This is a report of a use error where the patient connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed air in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The baxter technical service representative (tsr) explained the alarm. The patient stated that the lines were not primed before they connected. The tsr advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.